Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerns a (B)(6) male patient of unknown ethnicity. Medical history included type 1 diabetes. Concomitant medications included insulin glargine. The patient received insulin lispro (humalog cartridge) sliding scale, 0.5 u per 20 carbs, started on (B)(6) 2011 for the treatment of type 1 diabetes. On an unknown date(s), reported as "the last few weeks", after giving the injection, the patient's blood sugar would go to 450 mg/dl (no units or reference range reported). Reportedly, the pen had not been priming correctly for the past two weeks and the reporter thought the pen was not dispensing the correct amount of medication (wrong dose administered). Prior to that, the patient's blood sugar was in the low 200s. Blood sugar on (B)(6) 2012 was in the 400s. On (B)(6) 2012, blood sugar was 350 mg/dl, 201 mg/dl, 461 mg/dl, and 250 after he went to bed. At approximately 1:10 am on (B)(6) 2012, blood was 308 mg/dl and dropped to 300 mg/dl at 2:40 am, after receiving 0.5 u insulin lispro. The patient had not had anything to eat. After waking up on the morning of (B)(6) 2012, the blood sugar was 145 mg/dl. At approximately noon on (B)(6) 2012, the blood was 541 mg/dl. Prior to the onset of the event, 1.5 u insulin lispro would result in a blood sugar of 150 mg/dl, insulin lispro has been increased to as much as 8 u daily. Since the patient is hard to wake up, his parent's have attempted to bring his blood sugar down gradually. The increased blood sugar was considered serious by the company for medical significance. No additional information was provided and no other treatment measures were indicated. Insulin lispro was continued. The case included a suspect humapen luxura half dose reusable device (associated product complaint number (B)(4), lot number 1102g03). The patient's caregiver was the operator of the device. The operator had difficulty priming the device. Training status was unknown. General and suspect device duration of use was approximately one year. If the device is returned, an evaluation will be performed to determine if a malfunction has occurred. Update (B)(4) 2012: upon review of this case on (B)(4) 2012, the case was opened to complete the medwatch fields.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerns a (B)(6) male patient of unknown ethnicity. Medical history included type 1 diabetes. Concomitant medications included insulin glargine. The patient received insulin lispro (humalog cartridge) sliding scale, 0.5 u per 20 carbs, started on (B)(6) 2011 for the treatment of type 1 diabetes. On an unknown date(s), reported as "the last few weeks", after giving the injection, the patients blood sugar would go to 450 mg/dl (no units or reference range reported). Reportedly, the pen had not been priming correctly for the past two weeks and the reporter thought the pen was not dispensing the correct amount of medication (wrong dose administered). Prior to that, the patients blood sugar was in the low 200s. Blood sugar on (B)(6) 2012 was in the 400s. On (B)(6) 2012, blood sugar was 350 mg/dl, 201 mg/dl, 461 mg/dl, and 250 after he went to bed. At approximately 1:10 am on (B)(6) 2012, blood was 308 mg/dl and dropped to 300 mg/dl at 2:40 am, after receiving 0.5 u insulin lispro. The patient had not had anything to eat. After waking up on the morning of (B)(6) 2012, the blood sugar was 145 mg/dl. At approximately noon on (B)(6) 2012, the blood was 541 mg/dl. Prior to the onset of the event, 1.5 u insulin lispro would result in a blood sugar of 150 mg/dl, insulin lispro has been increased to as much as 8 u daily. Since the patient is hard to wake up, his parents have attempted to bring his blood sugar down gradually. The increased blood sugar was considered serious by the company for medical significance. No additional information was provided and no other treatment measures were indicated. Insulin lispro was continued. The case included a suspect humapen luxura half dose reusable device (associated product complaint number (B)(4), lot number 1102g03). The patient's caregiver was the operator of the device. The operator had difficulty priming the device. Training status was unknown. General and suspect device duration of use was approximately one year. The device was not returned. Update (B)(4) 2012: upon review of this case on (B)(4) 2012, the case was opened to complete the medwatch fields. Update 16oct2012: additional information was received from the global product complaint safety database on (B)(4) 2012: added date device was manufactured, added that the device as not returned, updated the EU/ca fields and the medwatch fields, updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
No further follow up is planned. New, updated and corrected information is referenced within the update statements in describe event or problem . Please refer to update statement dated 15oct2012. Evaluation summary the mother of a patient reported that she was having difficulty priming her son's humapen luxura hd device to a full stream and was concerned that the device was not dispensing the correct amount of medication. Her son experienced high blood sugars. The device was not returned to the manufacturer for investigation (batch 1102g03, manufactured february 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Improper use and storage - there is no evidence of improper use or storage.